Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. While the faradrive sheath was being aspirated following the insertion of a farawave catheter, continuous air was noted to be drawn back into the aspiration syringe. The physician removed the farawave catheter from the sheath and aspirated the sheath without any other devices inserted into the sheath, and no air bubbles were seen. However, when re-inserting the farawave catheter into the sheath and when aspiration of the sheath was performed, air ingress was seen again. A pressure bag was used as an irrigation method with a flow rate of approximately two ml per minute. No air was seen in the patient. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. While the faradrive sheath was being aspirated following the insertion of a farawave catheter, continuous air was noted to be drawn back into the aspiration syringe. The physician removed the farawave catheter from the sheath and aspirated the sheath without any other devices inserted into the sheath, and no air bubbles were seen. However, when re-inserting the farawave catheter into the sheath and when aspiration of the sheath was performed, air ingress was seen again. A pressure bag was used as an irrigation method with a flow rate of approximately two ml per minute. No air was seen in the patient. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory.